Manufacturer narrative:
Initial reporter name and address: (B)(6). Investigation: the remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. The customer reported that the patient's first test with the ID now covid-19 assay generated a positive result. Repeat testing on the same sample generated negative results. Rt-pcr confirmation testing was performed (B)(6) 2021 with a new sample and generated negative results. Per the customer, the patient was not symptomatic and was a caregiver accompanying a cancer patient to a follow-up session at the hospital. Additionally, she had no contact history of covid-19. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000 / lot 1028831 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1028831. Test base part number 191-000 / lot 1028831. The lot met the required release specifications. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.